Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and the patient was not feeling well. The device was already programmed to most sensitive 0.15 millivolts with no out of range measurements observed. As of this time, this lead remains in service. No adverse patient effects were reported.